Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
On (B)(6) 2016, information was received from a consumer and healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving morphine 25mg/ml at 4.687/day plus patient activated (pa) doses via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. On an unknown date in (B)(6) 2016, a suspected inflammatory mass/"cord compression" occurred. The patient's back pain would increase 1-2 days a week in (B)(6). Since an unknown date in (B)(6) 2016, the patient had trouble walking. They also experienced new weakness. On (B)(6) 2016, the patient was admitted to the emergency room (ER). It was later reported the patient had a bad infection. The entire device system was explanted on (B)(6) 2016 due to the infection. The type of infection was unknown. Cultures were taken but the results were not available yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.